Manufacturer narrative:
Pr 1788170: initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
The access tip could no longer be inserted into the valve because the valve is damaged. The blue silicone lip came out of the valve. The emergency slide clamp was used.